Manufacturer narrative:
(B)(4).

Event description:
It was difficult to interrogate the neurostimulator (ins) prior to implant. An error message was received on the physician programmer. The ins was not implanted. Additional information has been requested.